Manufacturer narrative:
The rigid arm was returned for evaluation. Visual inspection identified cosmetic scratches and signs of wear. Initially this complaint was identified as a reportable malfunction. However, based on device review at intake and during the investigation, this is a non-reportable event. There was no patient involvement. The noted damage is highly detectable and would not likely cause or contribute to adverse patient consequences if the issue were to recur. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by (B)(6). A complaint was called into customer service for this event. It involved parts from two (B)(6) kits. So we pulled the 288210014 ¿ rigid arm attachment ¿ from pipeb # 17 and we pulled the 292900610 ¿ spot table clamp - from splrab # 60. The 288210014 feels a little sharp around the edge and the 292900610 ¿ is missing the washer.